Event description:
A pt with rectal tumor had an open lar surgery on (B) (6) 2010. End to end anastomosis was performed 12-13 cm from the anal verge using the car. The pt admitted to hosp for monitoring and given antibiotics as a leak was identified.

Manufacturer narrative:
This report is submitted on behalf of the MFR ((B) (4)) and the importer ((B) (4)). The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. Leaks are anticipated adverse events in colorectal anastomotic procedure and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.